Event description:
Phaseal optima syringe injector and bd secondary tubing with smartsite and connector. When trying to inject medication through the connector attached to the smartsite on tubing, the drug went into the tubing chamber and not the bag. Technician had to force the drug into the bag from the chamber and change the tubing.